Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is approximately two months. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that the meter is giving high about 3 weeks ago.